Manufacturer narrative:
(B)(4); the reportable device has not been returned for an evaluation by the user facility and is not available for evaluation at this time. In addition, a device lot number is not available. A follow up was sent to the facility for return of the device and any additional information. If the reportable device should become available for examination or any additional information from the user facility, a follow up with additional information will be submitted thereafter with results from any additional investigation.

Event description:
Medical specialties - broken customer stated via maude report: patient underwent laparoscopic hernia repair/mesh implantation procedure. During gentle dissection on left side, one of the jaws of the maryland dissector essentially fell off into the pre-peritoneal space. The other jaw of the maryland remained on the dissector. The jaw that had fallen off was removed intact with the pin inside the hole securing the jaw to the maryland instrument. Careful examination of the remainder of the pre-peritoneal space was performed and no further pieces were identified. The maryland was examined on the back table and compared to an intact instrument and all parts appeared to be present. Kub x-ray done after surgery complete - no foreign bodies seen. The preperitoneal space was inflated under direct vision using a 10 mm 30&deg; scope and the patient was placed in trendelenburg position. The balloon was deflated and removed. It was replaced with a balloon tip trocar. The scope was inserted and 2- 5 mm trochars were placed in the midline, just above the pubis and slightly below the balloon tip trocar. Patient was a (B)(6) tall white male weighing (B)(6) with bilateral inguinal hernias, incarcerated periumbilical ventral hernia.